Manufacturer narrative:
Product ID:7078396 lot# h5515944 visual and optical inspection of the set screw confirmed deformation to the node of the screw. There is some smearing/damaged to the nodes from what appears to be the rods moving between the saddles and set screw. The first thread of the set screw has been damaged. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for unknown indication. It was reported that on (B)(6) 2015, tlif performed at l3/4 and on  (B)(6) 2019, psf performed at t9-s2ai and tlif performed at l1 / 2, l2 / 3, l4 / 5, l5 / s. The rod was broken between the right l5 / s. It was replaced and reinforced with mrc in an additional surgery on the reported date. Faulty bone union noted at l5 / s. Also the left s2ai nut backed out. The products were explanted and will be returned. Additional information received from manufacturer representative that it was unknown if the medtronic's products caused faulty bone union. The cage used was non- medtronic.